Event description:
It was reported by the surgeon that a vns patient was set up for consult, due to an infected wound at the generator site. Clinic notes were received on the patient, which indicated draining and debrided the tissue with antibiotics prior to the explant surgery. Additional adverse events were noted on the notes such as scarring, seroma, weight loss, bleeding, pain, changes in voice and swallowing, and throat spasms that reduced with programming changes. Information from the neurologist indicated the mentioned events were related to vns therapy, as no patient manipulation or trauma had been reported. Additionally, no changes in programming had been performed prior to the infection event, as the last programming change was done in february. Furthermore, information from the surgeon revealed both the generator and lead were explanted and not re-implanted. Moreover, an indication from the surgeon revealed that vns was helpful for the patient. At the moment, both the generator and lead are undergoing product analysis, as they were received after the surgery. Good faith attempt to obtain additional information regarding the cultures taken have been unsuccessful to date.